Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after a battery change. The issue was not resolved with battery changes. The customer declined troubleshooting as she already had a new insulin pump. She did not recall the blood glucose reading. The insulin pump was not returned for analysis.